Event description:
#Medwatcher #(B)(4). I reported this already and received a letter dated 2014-01-13 with access number: mw5033724. Before this product, my life was healthy and full of energy. Essure caused increased bleeding during menses, chronic pain on my pelvic area that never goes away even with pain medicine, climbing stairs, running, walking, lifting the baby was painful. I developed headaches that go on 10-15 days, nasal bleeding and metallic taste in mouth. I had to go to emergency room for recurring urinary tract infections. Additional MRI scans indicated I had more than 6 fibroids (I had only 2 during my pregnancy). The worst part about this was the stabbing pain on my pelvic area, it was so painful and when I talk to the doctor about it they said it could be my appendix. Even on a diet and exercise regimen, I gained excessive weight that would not come off. Lack of desire for sex, moody and depressive thoughts, I would get angry or cry for no apparent reason. I also was diagnosed with impetigo in my nose, that explained the nose bleeds or pain I was having. I had to have the essure removed surgically on (B)(6) 2015. The surgeon found about a dozen fibroids, he removed my tubes as well. I have been on a path to recovery since then. The weight is coming off, I don't experience headaches or metallic taste in my mouth. No more painful periods. I still have a long road to recovery but the scars of this product still remain.